Manufacturer narrative:
No device was returned. A medical review is currently being performed by coloplast.

Event description:
(B)(6). Date of event: (B)(6) 2012. According to the information received, transanal irrigation with the peristeen system was initiated in (B)(6) 2012. The patient was a (B)(6) male in a vegetative state (brain injury) with severe constipation despite conservative treatment. A slight improvement of the colorectal disorders was rapidly observed however after two irrigations (5 days after initiation of peristeen) the patient developed a fever. The patient became septic which lead to death within a week ((B)(6) 2012).

Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2012. According to the information received, transanal irrigation with the peristeen system was initiated in (B)(4) 2012. The patient was a (B)(6) male in a vegetative state (brain injury) with severe constipation despite conservative treatment. A slight improvement of the colorectal disorders was rapidly observed however after two irrigations (5 days after initiation of peristeen) the patient developed a fever. The patient became septic which lead to death within a week ((B)(6) 2012).

Manufacturer narrative:
No device was returned. A medical review is currently being performed by coloplast. Follow up #1: a medical review of the complaint was performed by coloplast. According to the IFU, "bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery" the user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case has a (B)(6) man in a vegetative state (brain injury) used peristeen via caregiver/hcp has experienced sepsis and death. The error type is infection but it is unknown weather the sepsis is caused by bowel perforation because bowel perforation (incl. Anatomical site of perforation) is not mentioned in the complaint. It has not been possible to obtain more information about this case from france, hence no further evaluation is possible.